Manufacturer narrative:
This supplemental report is being submitted to provide the final report for the postmarket surveillance tjf-q180v study. Based on the investigation, the potential cause of the reported event was attributed to insufficient reprocessing due to a leak from the duodenoscope, insufficient reprocessing due to glue condition and/or improper reprocessing procedure.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) visited the user facility to observe the reprocessing technique of the reprocessing technician and found the technician was not following the proper sequence of cleaning and reprocessing as the technician was not using a suction cleaning adapter after brushing with the channel cleaning brush and is suctioning as last step of the process manual cleaning process. In addition, the user facility is not performing proper cleaning to the elevator at the distal end area as the technician was not raising and lowering the elevator while brushing the distal end of scope with channel opening cleaning brush and not raising and lowering the elevator after using the maj-1888 brush. The ess concluded by conducting a reprocessing in-service training that included all cleaning, disinfection and sterilization information that is contained in the olympus reprocessing/instruction manual. As part of the pms study process, a sampling review of the sampling process was performed and no deviations were found.

Manufacturer narrative:
As part of the post market study, the subject scope was sent for destructive sampling at an external laboratory. The destructive sampling identified enterobacter sp. That is categorized high concern organisms which was not identified in the initial sampling. After the disassembling, the following was observed: deterioration and bleaching of the glue around the distal objective lens and the bending section. Surplus of glue around the distal nozzle, the light guide lens and objective lens. Minor oxidation under the glue around the light guide lens. Holes in the glue around the nozzle. The scope was then sent to an independent laboratory for ethylene oxide (eo) sterilization and then returned to the service center for evaluation. A visual inspection on the scope and yellowish foreign material was observed all throughout the instrument channel and suction channel walls. The image was checked and the image was normal. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of the scope's instrument history records indicated the scope was last repaired on august 17, 2018. The cause of the foreign yellow/brown substance and the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, olympus investigations is still ongoing. The olympus endoscopy support specialist (ess) reported an in-service on reprocessing was last performed at the user facility on december 7, 2018. All reprocessing personnel were properly trained. The staff is following the instruction manual's reprocessing recommendations. The non-olympus automated endoscope reprocessor (aer) has no reported issues and it is unknown when the last maintenance was performed. If additional information becomes available or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for a high concern microorganism, pseudomonas stutzeri, after reprocessing. There were no associated patient infections reported.